Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin in the reservoir compartment was found, and the customer was unsure how it happened. The blood glucose reading was 410mg/dl. No further information was provided.